Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports, that the implant was inserted (B)(6)2015 in fdi 11 of the patient's mouth. Details of surgery are reported as follows: implant surface was not completely covered with bone. On (B)(6)2019, fracture of the implant was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer for investigation. There were no patient operative or post-operative complications reported.

Event description:
The following was involved in this event: bone qlty type iii, surface not covered with bone, fair hygiene around implant.